Manufacturer narrative:
Date of report: 28jun2019. Date received by manufacturer: 27jun2019 the manufacturer¿s international service technician confirmed the reported issue. The manufacturer¿s international service technician stated the customer has not made repairs to the device at this time. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 25march2019. (B)(4). No phone number provided. A follow-up report will be submitted once the investigation has been completed.

Event description:
The customer reported alarm (light emitting diode) led failed. The unit was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or the user. Event date not specified; estimate used.